Event description:
Patient reported battery problems on two batteries always on the same port of the controller. The controller and batteries were exchanged. The batteries are being returned to heartware for further evaluation. There was no reported patient injury as a result of the event. Investigation is ongoing. This is report 3 of 3.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries and a back-up controller available at all times, beyond the two (2) power sources that are currently connected to the controller and the primary controller that is in use. The device(s) listed in this report is (are) used for treatment, not diagnosis. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation. This is one of three reports (3007042319-2015-00759, 3007042319-2015-00760, and 3007042319-2015-00761) submitted for devices related to the same event. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between (B)(4) 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. This is report 6 of 117. The controller will not be returned.

Manufacturer narrative:
The controller associated with the event was not identified or returned for analysis/testing, therefore, the event could not be confirmed. Without a serial number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of three reports (3007042319-2015-00759, 3007042319-2015-00760, and 3007042319-2015-00761) submitted for devices related to the same event.